Event description:
It was reported that there was a problem with the shunt. The catheter went into the patient's heart during revision surgery. Patient was reported to be ok.

Manufacturer narrative:
(B) (4). The device has not been returned to the manufacturer.